Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("severe pain in fallopian tubes") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2009 to 2012. Concurrent conditions included depression since 2006, anxiety since 2006 and schizophrenia since 2006. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and the first episode of abdominal pain lower ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ cramping"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps , dysmenorrhea (cramping),"), the second episode of abdominal pain lower ("lower abdominal pain") and menstruation irregular ("menstrual bleeding every other day"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, dysmenorrhoea and the last episode of abdominal pain lower was resolving, the intra-abdominal haemorrhage, abdominal pain, menorrhagia and female sexual dysfunction outcome was unknown and the menstruation irregular had resolved. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, menstruation irregular, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events were added per pfs: dysmenorrhea (cramping), pain severe in fallopian tubes, irregular period, apareunia.patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("severe pain in fallopian tubes"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smoker, cramps, abdominoplasty (by plastic surgery, repair of ventral hernia) and cocaine dependence. Previously administered products included for birth control: depo-provera from 2009 to 2012. Concurrent conditions included depression since 2006, anxiety since 2006, schizophrenia since 2006, back pain (left upper and right lower back pain.), chronic pancreatitis, nausea, vomiting, neck pain, post-traumatic stress disorder, pancreatitis, hyperandrogenism, hyperprolactinemia, anxiety, insomnia, acute psychosis, slow transit constipation, gastroesophageal reflux, necrotizing enterocolitis (disorder.), headache, pain in hip, laryngotracheitis (acute viral laryngotracheitis.), hernia abdominal wall (anterior.), alopecia, psychotic disorder, behavioral and psychiatric symptoms of dementia, post-traumatic stress disorder, menstrual disorder, ventral hernia, schizoaffective disorder, cannabinoids, abdominal distension, migraine, perineal pain, discomfort, genital bleeding, palpitations, sinus tachycardia, chest pain, fatigue, seizure and amenorrhea since 2009. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ cramping"), menorrhagia ("severe menstrual flow"), the second episode of dysmenorrhoea ("severe menstrual cramps , dysmenorrhea (cramping),"), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("menstrual bleeding every other day"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, the last episode of dysmenorrhoea and abdominal pain lower was resolving, the intra-abdominal haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia and female sexual dysfunction outcome was unknown and the menstruation irregular had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, menstruation irregular, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal painpelvic pain. Quality-safety evaluation of ptc: ptc global no:(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporter added and case updated to medically confirmed case. Historical and concomitant conditions were added. New event abnormal uterine bleeding was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.